Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient¿s family member called technical services due to a drain complication and reported the patient had to go to the hospital because she was spitting up. During follow-up with the patient¿s nurse it was reported that the patient was admitted and treated with antibiotics for a urinary tract infection and peritonitis. She also confirmed the patient had a history of gi issues and had been vomiting and had generalized abdominal pain. She was discharged on (B)(6) 2016. A follow-up culture was positive for yeast in the pd catheter. The nurse confirmed the yeast infection was a continuation of the peritonitis that the patient was admitted for. The catheter was removed and the patient transitioned to hemodialysis.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
Medical records were received and reviewed. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis.

Event description:
The patient's peritoneal dialysis (pd) nurse confirmed the patient's dates of hospitalization were from (B)(6) 2016 through (B)(6) 2016. The pd nurse also reported that the patient had a urinary tract infection as well, but it was not related to pd therapy or the dialysate. Culture of the pd effluent was performed only on (B)(6) 2016 and was positive for yeast infection. Based on review of medical records information it was determined that, on (B)(6) 2016, the patient presented to a hospital with abdominal pain, diffused swelling, febrile, chills, was diagnosed with peritonitis and was admitted. A chest x-ray performed on (B)(6) 2016 showed trace bilateral pleural effusions and mild bibasilar atelectasis. On an unknown date during the admission, the patient was initiated with vancomycin and zosyn (piperacillin/tazobactam); dose regimens and routes not reported. On an unknown date during the admission, the patient's peritonitis therapy was changed to levaquin (levofloxacin); dose regimen and route not reported. On an unknown date during the admission, the patient underwent a thoracentesis for moderate pleural effusion. On (B)(6) 2016, the patient was discharged from the hospital, it is unknown if the event of peritonitis has resolved, and it is unknown if the patient continues ccpd therapy.